Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker battery appeared to be depleting prematurely. The device longevity had decreased from a reported three years to six months remaining. At the next longevity check, one month later, the battery gauge displayed three plus years remaining. Boston scientific technical services reviewed the data and it appears the battery depletion is normal. The device remains in service. No adverse patient effects were reported.